Manufacturer narrative:
(B)(4). Acetabular cup ¿ 010000664, lot 6800879; acetabular liner ¿ 30103606, lot 64809001; femoral head ¿ 00877503602, lot 3020552; femoral stem ¿ 00786401420, lot 64243620. Reported event was confirmed by review of op notes. Operative notes were provided and reviewed by a healthcare professional. During an initial right tha, a calcar fracture was noticed while broaching the femur. Cerclage wire was placed and the procedure was completed successfully. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient had an initial right total hip arthroplasty. During the surgery, the patient experienced an intra-operative bone fracture above the calcar while prepping the femur. Patient's medical records noted the following: surgeon stated that they broached from a size 9 to size 14. The patient was not stable at 13, and there was clearly rotational instability, when the surgeon went to a 14, it was extremely tight. A small crack was noticed above the calcar, a little triangular crack in the standard place that you would see a periprosthetic crack. The surgeon placed a cerclage wire around the femur, removed the broach and started re-tapping. No additional information.